Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had a nozzle with foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (social medical corporation senyokai hokusetsu general hospital); added here due to character limitation in respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1. The reporter¿s name was inadvertently added and should remain blank. The facility name should be ¿olympus¿ in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained because reprocessing was not conducted properly due to deviation of instruction for use. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. The following deviation from the instructions for use (IFU) was confirmed: it was unknown if there was any delay in the start of pre-cleaning, and the customer did not pre-soak the endoscope in the detergent solution. It was also noted there was no damage to the area where the foreign material was detected. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif-xz1200 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.